Event description:
Spontaneous report received in april 2005 from a surgeon regarding a pt early stage ovarian cancer pt who received seprafilm after an optimal debulking surgery. Subsequent to the surgery the pt's with blood cell count remained elevated and the pt became unresponsive to associated treatments. The pt was re-operated on, and a "fibrotic reaction to seprafilm" was found. The pt subsequently died from the process. It was the opinion of the surgeon that the fibrotic reaction was an allergic reaction to seprafilm. No further information was provided.